Manufacturer narrative:
The device history records for the injected radiesse lot were reviewed. No non-conformances were discovered that would have contributed to this event.

Event description:
(B)(6) physician reported injecting a female patient with 1.5 ml radiesse into both sides of her nose (not nasolabial folds). The patient experienced massive swelling also in the eye socket. Corrective treatment included 8 mg dexamethasone injection and cortisone tablets. Follow-up information was received from the injecting physician. The patient was injected into the tear troughs and cheekbones for cheekbone enhancement. She was injected with 0.9 ml into the right side and 0.6 ml into the left side (one injection point per side). The needle used for injection was a 2ggx1.5' ' cannula. Lidocaine was used. Three to four hours after the injection, the patient developed increasing massive swelling. The localization was specified as lower eyelids and cheeks. Corrective treatment included dexamethasone 8 mg intravenously and dexam tablets over 5 days. The event resolved within 8-10 days, in (B)(6) 2014. The event reappeared in (B)(6) 2014, approximately 3 weeks after the injection, affecting the right lower eyelid. No antibiotics were prescribed. Reportedly, no complications appeared and the event was "rather not" considered as permanent. It was confirmed with the physician that intravenous cortisone was given due to massive swelling to prevent permanent damage. Update on patient's recovery status was requested and not received.